Event description:
It was reported that the patient got a power on reset (por) when charging, and their implantable neurostimulator (ins) was off. The patient was trying to charge and encountered the por message the day of the report. The patient checked with their patient programmer and reported getting the charge the ins screen on the programmer. The patient hooked back up with the implantable neurostimulator recharger (insr) and cleared the por so that they could start charging. The patient got a por a second time but was successful to begin charging and had 4 boxes. The patient continued charging. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).